Event description:
It was reported that the video graphics adapter (vga) port on the programmer was broken and not functional. It was noted that the port is essential to slave signals to physicians. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the video graphics adapter (vga) port on the programmer was broken and not functional. It was noted that the port is essential to slave signals to physicians. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Product event summary: analysis confirmed that the video graphics port was broken, and that moving the connection caused the external display to change color. The microprocessing unit board was replaced. Analysis also found that the system fan was intermittently noisy and it was replaced. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067l radio frequency programmer head; product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.